Event description:
A female pt underwent an iliac angiogram on (B)(6) 2014. Upon placement of catheter, while attempting to move the catheter back, the tech pulled too hard and sheared the catheter tup off. The tip of the catheter was successfully removed with a snare. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device code: tip breakage is labeled. No product will be returned per info supplied by the customer. Final inspection for angiographic catheters verifies surface of catheter is free of damage and excess bumps or roughness, wire braided catheter surface must also be free of exposed wire, and verifies distal tip/endhole is rounded smooth, not hin, slanted, or out of round. No splits, nicks, damage, excess material or debris present. This product is shipped with an IFU which states under "precautions" - "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." The pt/event info stated that upon placement of catheter, while attempting to move the catheter back, the tech pulled too hard and sheared the catheter tip off. No following the instructions for use led to this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. No additional actions required at this time. Per qera, additional action sis not required at this time based on the associated risk.